Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a left atrial appendage occlusion procedure. Reportedly, after deployment, the plunger was unable to be removed and the foot could not be closed. The physician pulled and was finally able to get the plunger to retract enough to be able to close the lever and retract the foot. The device was removed. The watchman procedure was completed and hemostasis was achieved with a figure of 8 stitch. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to awatchman procedure..

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break was observed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d4: lot number updated.